Manufacturer narrative:
The insulin pump passed functional testing, but was received with a motor error alarm during occlusion test due to faulty gold force sensor resistor. The motor passed the motor test. The device was also received with a cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratches on the lcd window, scratched reservoir tube window, reservoir tube cracked, and a missing end cap sticker.

Event description:
The customer called and reported the insulin pump was squirting out insulin during the priming process. Customer was not wearing the pump and his blood glucose was 139 mg/dl. He declined to complete troubleshooting. Customer was advised the device would be replaced and agreed to return the product for analysis.